Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Instrument was immediately replaced with no impact on the patient. Cmr surgical is awaiting device to be returned. Once the investigation is complete, a supplemental report will be submitted with the results.

Event description:
The reporter alleged that during a prostatectomy procedure on (B)(6) 2026, the surgeon noticed that the bipolar fenestrated grasper had a broken wire which was hanging off the instrument. The instrument was removed from the patient and a new one attached. No part of the instrument fell into the patient. There was no harm to the patient and the procedure continued with no complications. Cmr surgicalltd does not consider this report and content to be an admission that its product is defective or that ithas caused a death or serious injury.